Event description:
It was reported that the right ventricular lead had high thresholds. The physician did not suspect a lead failure, but a patient anatomy issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received. Analysis revealed that no anomalies were found. Apparent explant damage was noted, the proximal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation was breached/cut, there was blood/fluid obstruction in the connector pin lumen, and in/on the helix mechanism.